Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with a large mobile anterior leaflet. A triclip xtw was inserted and grasping was performed. However, leaflet insertion was not confirmed in long axis due to challenging imaging. The clip was ultimately deployed on the valve. However, after deployment, it was observed that the clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). A second clip was then inserted, and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to large mobile anterior leaflet, challenging imaging and inadequate leaflet insertion. The reported image resolution poor was likely due to patient anatomy, shadowing, and/or probe position. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2017.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. A triclip xtw was inserted and grasping was performed. However, leaflet insertion was not confirmed in long axis due to challenging imaging. The clip was ultimately deployed on the valve. However, after deployment, it was observed that the clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). A second clip was then inserted, and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be stable.